Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
The customer reported getting a red " x" with a low battery charge error but battery is fully charged, the device will not reset. There was no report of patient involvement.